Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was a flowing problem with the catheter. The reporter indicated that a week after the surgery, the abdominal catheter was kinked and it was confirmed that cerebrospinal fluid did not flow into the abdominal cavity properly according to the CT photos. Thus, the revision surgery was done. Per the reporter, actually, the next day of the first surgery, there was no problem of flowing cerebrospinal fluid. The doctor is wondering if there are problems with abdominal catheter. After the revision surgery, it was reported the patient's condition is getting better.

Manufacturer narrative:
Additional information: investigation: visual inspection no significant deformations or damage of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the shunt system with catheter are permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. Finally, we have dismantled the valves. Inside the both valves we cannot found build-up of substances. Based on our investigation, we are unable to substantiate the claim of occlusion. At the time of our investigation, the shunt system and catheter were shown to be permeable. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.